Manufacturer narrative:
The description of the event and the log file sent provided basis for the investigation of the reported symptom. The reported c500 cockpit warm start could be confirmed by analyzing the provided log file. In addition to the reported cockpit restart the log file shows a warm start of the v-unit after the preceding event even though the user stated that the ventilation was continued. It can be derived that the internal safety software of the device detected a deviation and initiated a warmstart as specified in an attempt to resolve the problem. The root cause of the cockpit and v-unit restart could not be finally clarified from the given data. In case of a restart of the v-unit the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary.

Event description:
It was reported by the user that the c500 cockpit screen turned off and a high pitched sound was heard. The c500 was rebooted and the ventilator was still ventilating. The patient was manually bagged and the ventilator was removed from service. A patient injury was not reported.